Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, an insulation abrasion was noted on the right ventricular lead. All electrical measurements were normal. The lead was explanted and replaced. No patient symptoms were reported.

Event description:
New information noted the patient was well during the procedure and went to recovery.